Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 148, 138 and 191 mg/dl. Customer stated that compared to his wife's meter, his results are higher than his normal expected fasting range of 100 - 120 mg/dl (actual meter to meter comparison results were not provided by the customer). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/17/2017 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).